Event description:
It was reported that the patient's pain was controlled for the first 2-3 days, but has since experienced a loss of therapeutic effect. The patient has severe pain; sleepless nights; diminished appetite; weight loss and is not able to walk and having to use crutches. Unable to follow-up with contact information provided, no additional information was obtained.